Event description:
I had essure placed in (B)(6) 2010 since then it has been hell! Weight gain, severe bleeding, pain during intercourse, fatigue, sharp shooting pains in ovary, lower back pain. Just always in chronic pain and the loss of blood I lose every month has made me very weak.